Event description:
It was reported that the user¿s pump displayed bg run mode after their prior sensor expired and before a new sensor was available; after obtaining and pairing a new freestyle libre 3 plus, the pump remained in bg run mode during sensor warmup, the user performed a fingerstick of 367 mg/dl, entered the value into the ilet, and was advised that the pump would dose from the entered value until the sensor completed warmup, after which normal operation would resume. Symptoms included hyperglycemia. Outcomes included continued insulin dosing based on the manual bg entry with no reported need for medical intervention. Investigation included review of device status and confirmation of active sensor warmup with time remaining. Investigation of this case revealed expected device behavior, with bg run mode functioning as designed during sensor warmup and transitioning to sensor-based control after warmup, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was normal operation during sensor warmup with appropriate user guidance and troubleshooting.